Manufacturer narrative:
Evaluation of the returned penumbra system red 68 reperfusion catheter (red68) confirmed a fracture. Due to the lack of torquing or stretching at the fractured location, this damage was likely the result of a kink that worsened to a fracture. If the red68 is advanced against resistance, damage such as a kink may occur. The kink may worsen to a fracture during retraction of the device from the procedure. Based on the reported complaint, the root cause of the resistance during the procedure could not be determined. Further evaluation of the red68 revealed an additional fracture and a kink. This damage was incidental to the complaint and may have occurred during handling post procedure and packaging for return. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Investigation determined the failure mode is consistent with fracture mechanism identified in red 68 recall. Corrective actions include voluntary recall and customer notification.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 and right m2 segment of the middle cerebral artery (mca) using a penumbra system red 68 reperfusion catheter (red68) and a guidewire. Two passes were completed using the red68. While advancing the red68 to make the next pass, the physician experienced resistance, and decided to remove the red68. While removing, the red68 it was observed to be fractured. The red68 was removed in its entirety over the guidewire. The procedure was completed using a new red68. There was no report of an adverse effect to the patient. This device is part of lots included in voluntary recall initiated june 2026 due to risk of fracture.